Manufacturer narrative:
Plant investigation: the bicarbonate pump was returned to the manufacturer for completion of a physical evaluation. Heat damage to the ribbon cable was identified during an external visual inspection of the received bicarbonate pump. The ribbon cable passed a continuity test. The returned bicarbonate pump leaked water past the flange plate and made a loud buzzing noise during a rinse program while installed on a test machine. Removing the flange plate revealed that the pump was missing the springs and seals. New springs and seals were installed and the fluid leak problem was resolved, but the loud buzzing noise continued during a rinse program with the pump installed on the test machine. Internal inspection of the bicarbonate pump¿s stepper motor found no physical damage. The stepper motor¿s control disc could not be turned. The test machine subsequently completed a rinse program without alarm or failure with the pump installed. The pump made no unusual noises and pulled water. A review of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a 2008t hemodialysis (hd) machine bicarbonate pump was not stroking correctly during an annual preventative maintenance (pm). The biomed stated during followup that the bicarbonate pump was replaced to resolve the reported issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The sample was returned to the manufacturer and upon evaluation, evidence of heat damage to the ribbon cable on the bicarbonate pump was identified.